Event description:
It was reported that prior to implantation the right ventricular (rv) lead's sensitivity was tested and was adequate. Once the rv lead was connected to the device, the sensing was low. The physiologist attempted to move the rv lead to another site but the sensitivity value remained low. The rv lead was extracted to analyze the distal tip but it was impossible to retract the helix. The rv lead was exchanged and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported events of low sensing amplitude was not confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning and by applying torque directly to the inner coil, the helix could be fully extended and retracted. The helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and overtorqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for the damage found consistent with procedural damage.